Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was being implanted. During attempted full recapture of the closure device, the anchor became stuck on the tri fold tip of the watchman delivery system (wds) and became damaged. A new wds was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system with the implant deployed, and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath, and abrasions on the inside of the sheath at the tip. The sheath was buckled 6cm-7.5cm proximal of the tip. The tip was damaged as the tri-cuts were flared and torn, and the distal marker band was kinked. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.

Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was being implanted. During attempted full recapture of the closure device, the anchor became stuck on the tri fold tip of the watchman delivery system (wds) and became damaged. A new wds was used to complete the procedure. No patient complications were reported.